Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device could not be pushed down. She experienced increased blood glucose. The device was not returned for investigation (batch 1804d03, manufactured april 2018). The patient reported that she re-used the needle which caused the issue. She changed to new needle and the issue resolved. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is evidence of improper use. The patient reused needles. This may be relevant to the complaint of pen jamming and the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a female patient of an unknown age and origin. Medical history was not provided. Concomitant medication include insulin human, insulin human injection, isophane for diabetes mellitus. The patient received human insulin isophane suspension (rdna origin) (humulin nph, 100u/ml) from a cartridge via a reusable pen (humapen ergo ii), 4u daily at night, applied via subcutaneous route, used for the treatment of diabetes mellitus, beginning on an unknown date. She started humapen ergo ii from (B)(6) 2018. On an unknown date, while on human insulin isophane suspension treatment, her blood sugar was high and her fasting blood sugar was 12 (units and reference range not provided) for which she was admitted to the hospital on an unknown date. Sometime in (B)(6) 2019, the injection button of humapen ergo ii pen could not pushed down (pc (B)(4)/batch number 1804d03). It was noted, she re-used the needle which caused the issue. She changed to new needle and the issue resolved. She was discharged from the hospital on an unknown date. Further information regarding hospitalization, corrective treatment and event outcome was not provided. Human insulin isophane suspension was continued. Follow-up would not be attempted as the reporter refused to be followed up via phone and physician contact information was not available. The patient was the operator of the humapen ergo ii and her training status was unknown. The general humapen ergo ii duration of use was not provided but the suspect device duration of use was approximately four months (started on (B)(6) 2018). The suspect humapen ergo ii device associated with product complaint (B)(4) was continued, thus the device was not returned to the manufacturer. The reporting consumer considered the event as related to human insulin isophane suspension treatment and did not provide any opinion of relatedness for the event with humapen ergo ii device. Update 16-apr-2019: initial and follow-up information received on 10-apr-2019 was processed together. Update 23apr2019: additional information received on 19apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(4) (EU/(B)(4)) device information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, the suspect device age was updated from unknown to approximately four months. Edit 23apr2019: updated medwatch and european and (B)(4) (EU/(B)(4)) fields for expedited device reporting. No new information added.